Event description:
It was reported by the patient that they had to go to the urgent care, but gave no further information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit. No lot release records were reviewed, as the product lot number was not provided.